Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the patient's vitals were being seen to the central station, but nothing was connected to the mx40. The device was in use on a patient and there was no patient harm or injury.